Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since implant they had not been getting relief. It was noted that they had been changing programs daily at first, but they were then told to give each program at least a week. They were currently in program 3 and not experiencing any changes so far. It was stated that in program 1 they had a sharp sciatic pain, and they don't believe they were emptying their bladder in the am. Programming options were reviewed and it was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. June 19, 2019 (B)(4) (con): see general text for omitted info - additional information was received from a consumer. It was reported that they had not had good therapeutic benefit since implant, and they wouldn't be able to meet with their manufacturer representative for reprogramming until (B)(6), but they didn't want to wait that long for relief. It was noted that they had access to programs 1-7 as well as a-d, so therapy considerations were reviewed with the patient. It was stated that they had just switched to ¿pa¿ that day and they would give it some time while monitoring their symptoms and would follow up with their healthcare provider if it doesn't resolve. No further patient complications are anticipated or expected as a result of this event.